Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was not returned to olympus for inspection; however, a technical assistance center (tac) provided a remote troubleshooting and confirmed the reported event. Furthermore, it was discovered that the customer incorrectly reprocessed the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation by a technical assistance center (tac) at the customer site, it was determined that the endoscope reprocessor was reprocessed incorrectly. There was no patient involvement.